Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent hysterectomy on (B)(6) 2009 due to urodynamic stress incontinence, pelvic pain and abnormal uterine bleeding. Following insertion the patient experienced pain, infection, urinary problems and dyspareunia. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah due to abnormal uterine bleeding, pelvic pain, and urodynamic stress incontinence. It was reported that the patient returned to the hospital on (B)(6) 2009 due to wound cellulitis.

Manufacturer narrative:
(B)(4).